Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were are not responding like they used to sometimes they work and sometimes they do not work. The customer's blood glucose level was unknown at the time of the incident. The customer stated that when they hit the up and down arrow sometimes it does not move. The customer stated that they did not wear the sensor more than 7 days up to 14 days. The customer stated that the numbers were ramping on their own and the scroll bar was not moving with no input. The insulin pump was not been exposed to any altitude change. The customer stated that there was a response from a button. The customer reported that pressing menu button takes them to the menu screen and using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer noticed that it was more frequent. The insulin pump was neither dropped nor exposed to moisture. The customer stated that the block mode was inactive. The customer reported that an alarm was not in progress at the time the button was unresponsive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. It was reported that the button was not unresponsive during an easy bolus attempt. The customer stated that the buttons were responding now. The customer stated that the side buttons work. When they bolus for the up and down for a 20 g it would not change and would be stuck on 16 and sit there. The device will not be returned for analysis.